Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out. Upon interrogation prior to procedure, fluoroscopy images noted the right ventricular lead was found to be externalized. Test values were all within normal range. The lead was cut, capped, and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Number needed to be corrected.